Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, after removing the lock line, the clip failed to establish final arm angle (efaa) three times. The clip opened to approximately 60 degrees, stopped, then jumped to 180 degrees before the clip was able to be inverted and brought back to the right atrium (ra). The clip was not implanted and the cds removed. Another clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was confirmed via returned device analysis. The reported clip jumping during procedure could not be tested. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A cause for the reported clip jumping cannot be determined. The investigation determined the reported clip open during efaa appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.